Event description:
It was reported that, "eccentric poly wear due to age." Additional information: "normal wear to 1st generation poly".

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.